Event description:
It was reported that this spinal cord stimulation (scs) leads were replaced due to impedances, also an implantable pulse generator (ipg) was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. Additional information was received that the scs lead replacement was undertaken as implantation customarily began with a preferred lead configuration, though intraoperative adjustments were necessitated by impedances or patient anatomy. In that instance, the specific factor that prompted the change could not be confirmed, though the approach reflected the manner in which the physician typically preferred to perform the procedure. The ipg was replaced due to magnetic resonance imaging (MRI) reasons.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event d2b: additional pro code selection that applies to the indication of this device - <qrb>. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7082121, UDI: (B)(4). Product family: scs-ipg-r upn: unk-p-scs-ipg-r.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event d2b: additional pro code selection that applies to the indication of this device - <qrb>. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7082121, UDI: (B)(4). Product family: scs-ipg-r, upn: unk-p-scs-ipg-r, model: na, serial: na, batch: na, UDI: na.

Event description:
It was reported that these spinal cord stimulation (scs) leads were replaced due to impedances, also an implantable pulse generator (ipg) was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.